Event description:
The customer reported that during a patient event, their device lost power four (4) separate times. The customer indicated that the patient was only being monitored with spo2 and nibp on the device when the reported issue occurred. The reported loss of power occurred 3 times during patient care and occurred one additional time after the patient was transferred to the hospital when attempting to transfer the patient data. The customer was able to power the device back on after each loss of power and continue operation. The patient did not suffer any adverse effects as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported failure. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.